Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
On 10-jan-2017: reported now from lawyer: essure implanted in (B)(6) 2013 for permanent birth control, she experienced severe injuries (unspecified), physical pain and emotional anguish related to essure. Company causality comment: this spontaneous not medically confirmed case report, now is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pelvic pain, always dull and intermittent sharp pain, physical pain. She was scheduled to have a hysterectomy. This event was considered serious due to medical significance and is anticipated in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0209, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer stated that she was allergic to nickel and she was not told that there was nickel in the device. She had gone for over 2 years seeing 3 different doctors and an internist trying to help her. She had constant blood work done and was given different medicines, not knowing what was causing all of her symptoms. She has daily headaches, joint pain, extreme fatigue, constant pelvic pain, always dull and intermittent sharp pain. Rash like pimples on back, very heavy periods and huge clots. She also had weight gain in her lower stomach area, that she cannot get rid of. She was a single mother working a full time job and could barely function at times. She will be having a hysterectomy on (B)(6)2015. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pelvic pain, always dull and intermittent sharp pain. She was scheduled to have a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. A product technical analysis has been requested.

Manufacturer narrative:
Product technical complaint (ptc) investigation results were provided on 08-sep-2015. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pelvic pain, always dull and intermittent sharp pain. She was scheduled to have a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.